Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
While performing a bone marrow biopsy collection, the white cap of the marrow acquisition cradle became disengaged from its center, therefore, exposing the center needle portion. As a result, left thumb was punctured through sterile gloves. After procedure, removed glove to find circle puncture wound with bleeding noted. Injury was washed and band aid applied. No injury to employee or patient. I have no additional information.

Event description:
While performing a bone marrow biopsy collection, the white cap of the marrow acquisition cradle became disengaged from its center, therefore, exposing the center needle portion. As a result, left thumb was punctured through sterile gloves. After procedure, removed glove to find circle puncture wound with bleeding noted. Injury was washed and band aid applied. No injury to employee or patient. I have no additional information.

Manufacturer narrative:
Pr 1367090 follow up emdr for device evaluation and correction material number, product description, procode, 510k updated to correct product. Four samples were returned for evaluation. Sample evaluation was unable to confirm the reported failure mode (disconnected ¿ other component). The white cradle was positioned correctly on all four samples evaluated. A device history record review of all applicable manufacturing records for lot 0001320031 did not identify any issues that may have contributed to the reported failure mode. The complaint investigation was unable to confirm the reported failure mode. The ej specimen cradle 11g x 4in is a supplied part, consequently a probable root cause could not be identified for the mannford manufacturing facility based on the investigation results. Since a probable root cause could not be identified for the mannford manufacturing facility based on the investigation results, no corrective and/or preventive actions are recommended at this time. However, a supplier quality notification has been issued to bd-dominican republic and future occurrences will be tracked, and trending will be performed as a part of our processes.